Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received eight units, one used and seven units within sealed packages, and five photos. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. The tip shield could not be decoupled for the one used unit, confirming the reported defect. The remaining seven units were able to achieve decoupling with no resistance. During the microscopic examination of the used unit, it was observed that the back end of the winged adapter was smashed. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. In process sampling and vision inspections are conducted to mitigate the occurrence of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after the placement, as the safety mechanism push-tab did not separate from the catheter. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, the hcp attempted to retract the needle but the pushtab was not separated from the catheter. Unused products from the complaint lot will also be returned."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after the placement, as the safety mechanism push-tab did not separate from the catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: "after catheter placement, the hcp attempted to retract the needle but the pushtab was not separated from the catheter. Unused products from the complaint lot will also be returned."